Manufacturer narrative:
Correction : the correct "explanted date" is (B)(6) 2016, not february 19, 2016, and the correct " device serial no." Is (B)(4) and not ci22m as initially reported. This report is submitted on june 02, 2017.

Manufacturer narrative:
This report is filed november 15, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device as of the date of this report.